Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was intermittently not connecting to the defibrillation electrodes. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and provided the customer with a repair quote. The customer declined the repair and requested to have the device returned to them without being repaired. The reported issue could not be duplicated and the device was returned to the customer without any repairs being returned. The customer was advised to remove the device from service until the necessary repairs are completed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was intermittently not connecting to the defibrillation electrodes. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use associated with the reported event.